Manufacturer narrative:
The axium prime coil (model: apb-6-10-3d-ss, lot: a217489) was returned for analysis within a shipping box; within an opened axium prime outer carton; within an opened axium prime inner pouch and within a dispenser coil. The axium prime pushwire was found broken between the load and break indicators. Inspection of the remainder of the axium prime pushwire, apart from the observed break, revealed no other damage or irregularities. The axium prime coil was found to be inverted within the introducer sheath with the ¿wave lock¿ at the distal end. The axium prime implant coil appears to have detached from the pushwire within the introducer sheath. The axium prime pushwire was pushed out from within the introducer sheath without issue. The coin was found pulled back from the lumen stop and the implant coil was found detached from the pushwire. The axium prime implant coil was not returned and the reason for not returning was not provided. No damages or irregularities were found with the introducer sheath. The ID (inner diameter) of the introdu cer sheath was found to be 0.0195" (0.4953mm) which is within specifications (specifications: 0.47mm +0.03/-0.00). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed. As there were no issues reported deploying the axium prime coil prior to use it is possible that the implant coil can become damaged during preparation or due to improper hubbing technique (over tightening of the rhv) subsequently becoming stuck during deployment. In addition, as the axium prime coil introducer sheath was found inverted it is likely resistance would occur when attempting to push the implant coil out from this portion of the introducer sheath as this portion of the introducer sheath is designed to create resistance with the pushwire portion of the axium prime coil. It is possible that the customer inadvertently inverted the axium prime coil following hydration or inspection. It is also possible pulling the axium prime coil through the wave-lock portion of the introducer sheath can cause the implant coil to become damaged subsequently becoming stuck during deployment. However, the cause for the resistance could not be determined. Regarding the damages to the pushwire, as the pushwire was found broken this is likely to cause the implant coil to detach. As this was not reported by the customer it is possible the pushwire damage occurred during return to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil gave extreme resistance while pushing out of the sleeve. The coils were not smoothly come out of the introducer sheath. The devices were prepared as indicated in the instructions for use (IFU). The coils were hydrated per the IFU. There was not any kin k/damage to the catheter. Yes, the catheter was flushed as indicated per the IFU. Used another coil and procedure completed.